Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a failure of the x-ray cooling unit. The error was specific to only one plane of the biplane system and the other plane was not affected and continued to work without limitation. This specific case does not represent a total loss of functionality of the concerned biplane system as there is remaining functionality on the second plane. The x-ray tube cooling unit has been exchanged as part of the service activity. The manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During a clinical procedure and bypass fluoro, the customer reported a beeping noise on the b plane and an error message. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.